Event description:
It was reported that there was an 'incrustation' on the adaptor surface when opening the package to use for operation. The physician requested to replace the product 'just in case'. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).